Event description:
It was reported that the ilet bionic pancreas displayed alerts indicating dosing would stop soon, prompting instructions to enter blood glucose or connect a continuous glucose monitor (cgm); the user, who wears a dexcom g6 continuous glucose monitor (cgm), had paired a new sensor to the dexcom app but had not paired it to the pump, and after guidance the user confirmed the pairing code on the ilet, reconnected the cgm, and entered blood glucose values manually, consistent with an incorrect or incomplete pairing procedure, with no specific device component implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.